Manufacturer narrative:
The device logs were downloaded and reviewed; could not confirm the customer¿s complaint of the device being unresponsive / frozen. The device passed self-test with no error alarms. The device does not experience any frozen screen / unresponsiveness. The device was stress tested but could not duplicate or confirm customer¿s complaint. Probable cause was not found. Unable to determine from logs if the ui is unable to take user input. There is a 10-minute time period with no user input. Have not been able to reproduce the issue.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. (B)(6). (B)(6) 2025 and (B)(6) 2025.

Event description:
The event involved a plum duo pump where it was reported that in the operating room while the patient was undergoing brain surgery. The pump screen froze and unable to adjust a vasoactive medication for approximately 10 minutes. The registered nurse stated that "IV pump screen froze while maximum dose of nicardipine was infusing, unable to titrate nicardipine drip down to ensure that bp did not get too low. Bp did undergo some variations outside of desired range due to inability to change infusion rate due to screen being unresponsive for 10 minutes. IV pump screen eventually started working again, anesthesia tech called and while screen not working. Troubleshooting attempts: IV pump unable to be turned off, due to channel having a program in place. Unable to remove program when IV cassette removed from IV pump - IV pump continuously alarmed for 10 minutes while attempting to troubleshoot pump. Unsure about other options for troubleshooting IV pump when screen frozen". The event occurred during infusion of cardene during neurosurgical procedure/craniotomy by neurosurgeon. A patient care director pacu provided additional information stating that "the patient¿s blood pressure was supposed to be under 140mmhg during wake-up and in the post-operative period." When the provider realized they were unable to titrate the drip down due to the screen freezing, it was attempted to turn the pump off and restart. The cardene infusion was clamped off and tubing removed from the IV pump. This ensured that the patient¿s bp did not fall too low during wake-up. The lowest it went was approximately the low 100s sbp. Could not restart the infusion and the patient's bp did reach 150-160s sbp when extubating and trying to get the patient onto the ICU bed for transport. The provider was able to get the pump to start working again before going to ICU, and cardene was restarted for transport to the ICU. This was not life-threatening, but it was outside of the parameters that doctor set. This issue also caused a delay with emergence and patient transport because of the time spent trying to troubleshoot and then reprogram the IV pump. The ICU staff was told that the pump froze during emergence but was working again at handoff. A medwatch MDR report #: mw5167674 was received on 26-mar-2025. This event caused a delay in therapy.